Event description:
Potential for injury associated with the broken footplate on a (B)(4) manual wheelchair. This event could prevent the user from having adequate foot support to prevent user from sliding out of the chair or sustaining any other injury.